Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the generator displayed an error code and stopped working, was confirmed. It was found that the device displayed an error code: "200-25". This was found to be because of a defective psu board. Further the main body handpiece connection socket was found to be deteriorated. The defective parts were replaced and the device was tested and found to be working according to specifications. However the customer did not want the device back and was scrapped upon customer request. The deteriorated connector is a result of prolonged usage of the device over time. However, given the information provided, we cannot discern a definitive root cause of the defective psu board. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the device displayed an unspecified error code; and stopped working. During in-house engineering evaluation, it was determined that the device displayed an error code : "200-25". There were no adverse patient consequences reported. No additional information was provided.